Event description:
It was reported that while attempting to insert a 12mm implant the tip of the instrument broke. The surgery was completed by using forceps to place a 10mm implant and tamp it into position. The investigation indicates an attempt was made to implant a too large (thich) device that became wedged into the intended intravertebral body space. It is unknown whether a sizing provisional was used to accurately assess the correct sizing prior to the initial attempted implantation.